Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rso and rectocele repair due to pop. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent lysis of adhesions, hernia repair, excision of eroded suture and revision of vaginal cuff on (B)(6) 2010 due to pelvic pain and vaginal discharge. It was reported that patent underwent mesh removal on (B)(6) 2011 due to vaginal pain and erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.